Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that patient experienced retinal stroke post procedure. A farawave nav catheter was selected for use; procedure was completed successfully with no acute complications and patient was discharged. Patient was later admitted to emergency (ER) complaining of blind spot in one eye. ER diagnostics confirmed a retinal stroke. There was also a suspicious of air embolism. The issue is ongoing. The patient was admitted to the hospital post procedure discharge. Stroke symptoms unresolved. Vision impairment persists.